Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation surgery with two 460cc. Mentor smooth round high profile saline breast implants experienced implants sliding out of pockets, scar tissue build and hardness post procedure. Patient had a surgical procedure on an unknown date to sow pockets. As a result, patient was reimplanted with the same implants on (B)(6) 2007. This medwatch form is for the right breast prosthesis. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label.

Manufacturer narrative:
On 12/9/2020, upon rereview of this file, it was determined that the date of explant did not apply. The device was removed and subsequently reimplanted after the pocket adjustment. The device was still used in an off-label manner. Also on 12/9/2020, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. The relevant fields have been updated. Please refer to h11 corrected data section for corrections. Manufacturer¿s reference number:(B)(4).